Event description:
It was reported that during a peripheral treatment procedure, a ballon ruptured. The 100% stenosed lesion was located in a moderately tortuous and moderately calcified left popliteal tibial artery. Upon the first inflation with the 1.5 x 20mm x 142cm sterling es over-the-wire, the balloon ruptured at 10 atms after 5 seconds inflation. The balloon was removed intact. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a balloon ruptured. The 100% stenosed lesion was located in a moderately tortuous and moderately calcified left popliteal tibial artery. Upon the first inflation with the 1.5 x 20mm x 142cm sterling es over-the-wire, the balloon ruptured at 10 atms after 5 seconds inflation. The balloon was removed intact. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it was noted during inspection that dried blood and contrast were present in the balloon. The balloon catheter was returned in a deflated state. The balloon was inspected under magnification to locate the balloon rupture. A pinhole was confirmed in the balloon wall 15 mm from the tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).